Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was further reported that new medication was instilled to resolve the volume discrepancy. The cause of the volume discrepancy was not determined, but was likely due to the volume not being accurately determined at the time of surgery. The patient was better, and was improving. The unsuccessful dye study reportedly occurred on (B)(6) 2016, and the patient's symptoms occurred in the weeks prior (note: event date is approximate). The cause of the catheter patency issue remained unknown, but it was noted that the catheter was greater than 6 years old.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient first started experiencing the volume discrepancy on (B)(6) 2017. To troubleshoot the volume discrepancy the doctor reviewed the last refill date and notes along with the current interrogation of the pump reservoir volume when the patient had arrived for their appointment. The cause of the volume discrepancy was unknown as well as if it had been resolved. It was also unknown what actions or interventions took place as well as diagnostics. It was also reported the bridge bolus was cancelled due to the doctor wanting to change the patient's daily dose after the bridge bolus had begun. The doctor stated that the dye study showed that 1-2 ml could not be aspirated from the catheter. It was stated the patient had a new catheter implanted on (B)(6) 2016. The cause of the catheter not being patent was unknown.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 300mcg/day and unknown baclofen 4000mcg/ml for a total dose of 375.7mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on an unknown date a catheter event occurred and was confirmed. It was noted a dye study was unsuccessful and dye study was performed because they felt like the patient was not getting any relief. Patient was not doing as well as the patient used to do. Manufacturer representative (rep) stated dye study confirmed that the catheter was not patent. A dye study diagnosed the issue. It was noted patient was not getting as much relief and spasticity was much worse. It was unknown what drug patient had at this time. It was noted healthcare professional (hcp) revised the catheter on (B)(6) 2016. A volume discrepancy only was also reported on an unknown date. The expected reservoir volume was 2.7ml and the actual reservoir volume was 1cc. Hcp changed the drug out today ((B)(6) 2017) and went from 4000mcg/ml to 2000mcg/ml. During the rinse procedure the hcp was able to remove all the saline they filled into the pump. It was noted patient's last refill was right before christmas and the dose was increased to 375.7mcg/day. Today ((B)(6) 2017) it was stated that patient's mother has not seen as much change as they felt they should have seen. It was noted the patient has been getting titrated up slowly since the catheter replacement back in (B)(6) 2016, so to this date the patient still was not at where they expect the patient should be. Patient was receiving unknown baclofen during this time. It was stated the concentration was changed today ((B)(6) 2017) as they could no longer get the 4000mcg/ml drug. A bridge bolus was performed. Hcp needed assistance lower dose for bridge bolus after they originally programmed it as they decided they wanted the patient to be on a lower dose due to the volume discrepancy they saw. The drug was changed from 4000mcg/ml to 2000mcg/ml. Patient was on 375.7mcg/day, but hcp wanted to go up to 450mcg/day for bridge bolus. The hcp then decided they wanted the dose at 300 mcg/day instead of the 450mcg/day. Hcp wanted to cancel the bridge bolus so they can lower the daily dose for the bridge. Hcp was walked through updating the pump to cancel the bolus. Hcp programmed dose to simple continuous: 300mcg/day. Bridge bolus ran for 1 hour, the total tubal volume was 0.54ml, catheter volume was 0.251ml, and bridge flow rate was 0.1125ml/day. Volume delivered over the last 1 hour was 0.536ml. New bridge bolus dose was 2144mcg and new bridge duration was 171 hours 31 minutes. Rep was walked through simulating bridge bolus as prime bolus: prime volume: 0.536 and duration was 171 hours and 31 minutes. It was later reported rep mentioned patient symptoms, but stated she needed to go because hcp was calling on the other line. It was reviewed with rep how to cancel a bridge bolus or reprogramming a simple continuous while bridge is in progress.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016.

Event description:
Additional information received on april 25th 2017 indicated that the volumes were not well documented in the surgical note, the volumes may have been documented by a company representative who was at the surgery. The patients weight at the time of the event was unknown, patient was not weighed in that clinic due to wheelchair, patients weight was approximately (B)(6), the serial number of the physician programmer that was in used when they cancelled the bridge bolus was provided. Further information received from the company representative on may 01, 2017 indicated that the company representative was present at the catheter replacement surgery that was done on (B)(6) 2016, but did not have a date of notification with regards to patient needing the catheter to be replaced. The company representative documented on (B)(6) 2016 at 12:56pm (per device registration records, (B)(6) was the date of replacement) that the doctor removed the old catheter and kept the current pump, the new catheter tip was placed top of t8, cerebrospinal fluid was observed, the doctor aspirated 2ccs and per the doctor's instructions, patient was placed at lowest dose. The company representative had tried multiple times to get a hold of the physician, had been by her office, texted her and asked to be contacted regarding this information.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. Patient code applies to the programmer. Device code no longer applies to the pump and instead applies to the programmer. Eval code-conclusion code applies to the programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.